Event description:
It was reported that during preparation of the 3.0x18 multi-link vision stent delivery system, the protective sheath was removed and the stent dislodged from the balloon and remained on the stylet inside the protective sheath. Reportedly, there was no force applied upon removing the protective sheath. Reportedly, when the stylet was removed the stent came off in the protective sheath due to manipulation of the device. An attempt was made to load the stent onto the balloon and the edge of the stent became flared. The device was not used and there was no patient involvement. A new same size multi-link vision sds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4): the date filed on the final MDR was filed incorrectly as (B)(6) 2012. The correct date is (B)(6) 2012.